Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of myopotential noise. Similar noise was observed in some atrial fibrillation (af) episodes, as well as instances of r-wave variability. Technical services discussed troubleshooting to see if the noise and amplitude changes could be reproduced with patient movements and posture changes. X-rays were recommended to verify system placement and a new screening could be considered to see if different placement would result in larger and more stable r-wave amplitudes. No adverse patient effects were reported, outside of the inappropriate therapy. The device remains implanted and in service. It was later reported that the patient received another inappropriate shock six days later. The device was still programmed to primary and the new episode was similar to the previous inappropriate shock. The local representative reported the device has now been reprogrammed to the secondary vector nd the patient would be seen again for another follow up.